Manufacturer narrative:
Per software analysis by mnav engineer, the fiducials are symmetrical enough to cause a registration problem. Some of the fiducials that were non-symmetrical and could have helped the algorithm prevent the 'flip' did not show up very well in the first exam, so the algorithm likely threw out some of those points. Adjustment of the 3d model threshold may have been able to correct this and allow for a good registration with the 1st exam. No impact on pt outcome reported.

Event description:
A site coordinator reported inaccuracy with touch-n-go registration while in a cranial procedure. The site rep said it was inaccurate anterior/posterior - it was displaying the probe flipped a/p. The site had another scan with fiducial markers that worked for the case. The surgeon continued the surgery with the use of the stealthstation. There was no pt impact on pt outcome.